Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that their therapy was not working properly and that it had never really worked properly. The patient noted that they did heavy lifting at their job and that they were in pain. The patient had a MRI and a mra done between (B)(6) 2017 and the patient reported that when they had the mra, they thought the device was in MRI mode. During the mra, the ins started vibrating really strong and stopped abruptly. Ever since, the patient reported that they could feel it when it was working, but all of a sudden if they turn around, it would ¿vibrate¿ like they were getting electrocuted. The patient turned the stimulation off themselves because they couldn't stand it. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via manufacturer representative. It was reported that the patient was experiencing shocking after an mra. The manufacturer representative stated that the patient¿s device had been off since the mra, which was approximately six to eight weeks prior to the date of this report. The manufacturer representative mentioned that the patient was scheduled to be seen on 2018 (B)(6), but cancelled the appointment and had not rescheduled. It was noted that the issue was not resolved. The patient¿s status at the time of this report is ¿alive, no injury.¿ no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient wanted to have another appointment with the manufacturer representative. It was reported that the patient was having excruciating like a knife in their hip when they walk. The patient stated that the implant was off and that they were having pain and needed therapy. The patient also reported that their left leg was numb. No further complications are anticipated.